Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl). Customer indicated that juice or food will be consumed to treat bg level. Reportedly, customer is planning to discontinue use of the pump until their health care provider can be contacted to discuss pump settings. Customer did not indicate back up insulin therapy.